Event description:
User facility used an lma-fastrach endotracheal tube for a difficult intubation pt. A leak through a crack in the airway tube was noted. An exchange catheter was used to exchange out the endotracheal tube. There was no pt injury or problem. The user facility has returned the endotracheal tube for eval.